Event description:
It was reported that the pump module had an under infusion. The patient was receiving an infusion of privigen 40g in 400ml. Medication was programmed to be infused over 3 hours. Total infusion time was 3 hours and 20 minutes. Volume infused per pump was 491.17 ml, however, only 400ml was delivered. There was patient involvement but no harm. Bd/carefusion 303 performed an investigation on the device returned by the customer. It was found that the root cause of the reported under infusion is attributed to a third-party manufactured bezel assembly. The third-part bezel assembly was identified to be manufactured by elite biomedical solutions. Elite biomedical, (B)(4). FDA safety report ID # (B)(4).